Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue. Hence a potential root cause cannot be determined. Samples returned - customer returned a total of five 4mm, 32 gauge pen needles. Two have been used while the remaining three (from lot 0316742, which is not the lot number in question) are unused. Each of the pen needles were attached to a test pen. All the pen needles did not leak when attached to the pen. Saline was pushed through the system and out the distal tip of the pen needles without issue. All the pen needles all functioned as intended. Pen needles may leak in the event that residual pressure is present in the pen. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle leaked and effected the dosage delivered. The following information was provided by the initial reporter :   the consumer reported insulin is leaking from patient end of the needle resulting in not receiving the full insulin dose. Date of event : unknown. Samples : available.